Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the field event was determined to be an integrated circuit anomaly.